Event description:
It was reported that the clinical representative (cr) was present for an seeg case at (B)(6). During the case, cr and surgeon registered the patient and the sterile field was prepped. After this, surgeon attached the instrument holder to the arm and draped it. Cr calibrated the instrument holder by selecting to drive to the first trajectory. However, usually after calibration the window to start driving to trajectory 1 would pop up, and this time it did not. Cr had to calibrate the instrument holder again to be able to drive to the trajectory. The first trajectory was completed without any problem. At the second trajectory, the surgeon had already moved the arm towards the head to drill, and then wanted to move the arm away from the head to place the bolt. However, the arm would not move even though it was on axial slow. Cr tried to reset the arm by moving it to axial fast, but the software did not respond or make any change to the settings. After a few seconds, cr received the message that "rosanna.exe is not responding" and had to restart the software. Cr was able to open the patient folder and connect the arm again without any problems. After calibrating the instrument holder again, a window popped up on the screen that said there was an error with the arm motion. The cr was given the option to restart the software or shut down. This time, the cr shut down the robot completely, turned it off and unplugged for a few seconds, then rebooted the robot. After the reboot, surgeon was able to finish the case without any further problems. No impact to patient, delay to case about 5 mins, patient was already under anesthesia and after first incision.

Manufacturer narrative:
A full analysis of the data logs has been performed and did not permit to investigate properly the case. The log files are inconsistent with the complaint description, and some information is missing. The technical root cause remains unknown.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. UDI#: (B)(4).

Event description:
It was reported that the clinical representative (cr) was present for an seeg case at (B)(6). During the case, cr and surgeon registered the patient and the sterile field was prepped. After this, surgeon attached the instrument holder to the arm and draped it. Cr calibrated the instrument holder by selecting to drive to the first trajectory. However, usually after calibration the window to start driving to trajectory 1 would pop up, and this time it did not. Cr had to calibrate the instrument holder again to be able to drive to the trajectory. The first trajectory was completed without any problem. At the second trajectory, the surgeon had already moved the arm towards the head to drill, and then wanted to move the arm away from the head to place the bolt. However, the arm would not move even though it was on axial slow. Cr tried to reset the arm by moving it to axial fast, but the software did not respond or make any change to the settings. After a few seconds, cr received the message that "rosanna.exe is not responding" and had to restart the software. Cr was able to open the patient folder and connect the arm again without any problems. After calibrating the instrument holder again, a window popped up on the screen that said there was an error with the arm motion. The cr was given the option to restart the software or shut down. This time, the cr shut down the robot completely, turned it off and unplugged for a few seconds, then rebooted the robot. After the reboot, surgeon was able to finish the case without any further problems. No impact to patient, delay to case about 5 mins, patient was already under anesthesia and after first incision.